Event description:
It was reported that during the procedure in the proximal-mid left anterior descending artery, pre-dilatation was performed at 10 atmospheres. A 2.5x28 rx xience v stent was deployed at the mid segment of the vessel and a 3.0x23 rx xience v stent was deployed at the proximal segment of the vessel at 12 atmospheres. Post-dilatation was performed using a 3.0x9 non-abbott balloon at 16 atmospheres. During post-dilatation, stent strut fracture and plaque prolapse (plaque shift) of the 3.0x23 stent was observed. Thrombus aspiration of both stents was performed and a 2.75x18 xience v stent was deployed restoring timi iii blood flow. There was no clinically significant delay in the procedure. The patient is reportedly doing fine and there was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2.5 x 28 mm rx xience v stent referenced is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of ischemia and thrombosis, as listed in the xience v everolimus eluting coronary stent system instructions for use, are known adverse events associated with coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.